Event description:
It was reported that during a device change out, when the new ICD was implanted, low impedance was observed. A message also noted that possible high output circuit damage had occurred. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.